Event description:
At beginning of case hard to twist and use. During the case a screeching noise was noted. Shortly after, harmonic quit coagulating completely. Gyn coordinator notified. Ethicon rep notified. Instrument looks intact. Removed from field. Second instrument opened to the field and used on pt. FDA safety report ID# (B)(4).